Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: lxh. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The pin has indeed fallen out. We are not able to determine the exact cause which has led to this problem. It is possible that not enough glue was used or that the pin may has gotten loose during the sterilization process. Unfortunately we were not able to repress-refit this pin, as the hole was widened up and the pin would not fit sufficient again. Note that we have not had a single complaint of such nature with this instrument so far, therefore no further action has been taken.

Event description:
One pin on the aiming device is missing. This is 1 of 1 report for event # (B)(4).